Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v452133, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# va0nqmj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A manufacturing representative reported that impedances were measured and contact three had high impedance. Impedance was measured to be greater than 4,000 ohms. Contact 3 was not being used for therapy and therapy impedances were measured to be good. The patient was receiving good therapy and the high impedance was not causing any issues. The manufacturing representative thought the impedance issue had been longstanding and nothing had been done to troubleshoot or intervene. The implantable neurostimulator (ins) was at elective replacement indicator (eri). The ins was programmed to c+, 2- at 4.8v, 60 usec, and 185 hz with a therapy impedance of 966 ohms. A longevity calculation estimated eri to be reached after two years so the eri message was expected. The manufacturing representative reported five days later that the patient was not feeling well. The ins was currently at 2.45v. The patient thought it may be their parkinson's and disease progression. The symptoms were intermittent. No troubleshooting was done. An ins replacement was scheduled for (B)(6) 2015. Four days later, the manufacturing representative reported the patient suddenly saw intermittent flashed of light in (B)(6) 2016. The issue was not related to positional movements and there had been no falls or trauma. The flashes of light could not be reproduced. The patient was questioning if the flashes of light had anything to do with the open circuit on contact three. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-00863.

Event description:
Additional information received from a manufacturing representative reported the cause of the flashing was not determined, but the flashing was believed to not be related to the patient's deep brain stimulation (dbs). The patient was no longer experiencing flashing.